Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has ordered the universal surgical manipulator (usm) for replacement. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during an internal service activity, arm 3 was not working. An error 319 was displayed stating to disable arm 3. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the field engineer has delivered a part for replacement. Believe the part is universal surgical manipulator (usm). The package is not open. Waiting for field engineer to do the service.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. Upon visual inspection, the rolling loop fiber cable was found heavily damaged. The usm was installed onto a patient side cart fixture test platform (pftp) where node check was found to be failing on the ac_f node with 319 error, replicating the reported event. As a result of this investigation, failure analysis has concluded that the rolling looping fiber cable was found to be the root cause of the reported event.